Event description:
It was reported that interrogation of the pulse generator resulted in -data not read- messages. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.